Event description:
Patient hematoma and complication was reported to have occured in two patients, and initially reported to FDA under 1037955-2023-00025 on 07/26/2023.

Manufacturer narrative:
This complaint was documented subsequent to the inital reporting. A service report was completed by dmta field service engineer following the evaluation of the device identified by this complaint. This technical system safety check, at 30th june 2023, concluded that the device was in compliance with dornier specifications. Patient hematoma is listed as a potential adverse effect and complication in the dornier delta iii pro operating manual. The two patients identified by the complainant to have had complications/hematoma following surgery with the identified dornier delta iii pro were noted to have both recovered. Details concerning the patient outside of the confirmation of complications/hematoma were not provided to dmta for review. The result of this investigation revealed no defects or inconsistencies with the identified device. The reviews conducted for this investigation concluded the device was manufacturing and functioning within dornier specifications.